Event description:
Device was returned for an unknown reason. This is report 1 of 1 for event # com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, it was noted that the bearings were damaged due to extensive wear. Additionally, the cutting tool could not be inserted, the extension sleeve was loose and latch was an older version. Device was inspected, and replaced.